Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: study name, (B)(4) - vista nova study: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The patient's aortic angle 50 degrees. The annular dimensions of the native valve were annulus perimeter 76.8 mm, area 440.4 mm2, diameters 19.3 x 28 mm, mean 23.7 mm, derived 24.4 mm and lvot diameter 25.3 mm. The activated clotting levels were 439s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. After implantation of the valve, the valve shifted towards ascending aorta, potentially as a result of interaction with the delivery cable. The implant depth at 80% was 2 mm and the implant depth at release prior to migration was 2mm. A new 27mm navitor vision valve was implanted. A moderate perivalvular (pvl) was noted after implant and a post-implant balloon valvuloplasty was done with a 24mm and 25mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 6.3mm and at left-coronary cusp (ncc) was 4.9mm. A left bundle transient block (lbtb) was noted during procedure and no treatment required. Due to long tavi procedure, the patient had an acute chronic kidney insufficiency. Upon return from tavi procedure, the patient had a dyspnea and saturations up to 83%. The expiratory stridor was audible. The saturation was increased rapidly with o2. Medications were given to patient. The patient was reported discharged.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic could not be determined. It is possible due to do procedural condition contribute to the reported issue. However, this cannot be confirmed. The reported surgical intervention was under case specific circumstances as valve-in-valve was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.